Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving morphine at an unknown concentration and dose via an implantable infusion pump. It was reported that the pump did not work anymore. No symptoms were reported. No further complications have been reported as a result of this event.